Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/24/2020. Additional information: one empty opened overwrap packets of product code w2881, lot mm6815 was received for analysis. As no needles or sutures were returned for evaluation, we are unable to investigate further. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mm6815 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. When the doctor used the suture during surgery, the suture was broken easily. There were no adverse patient consequences reported.